Event description:
A patient underwent a procedure at l4-l5 via transforaminal lumbar interbody fusion (tlif) using hardware. The cage was inserted and screws were placed via intermuscular approach at the left and percutaneous approach at the right. It was reported that the patient's right leg was paralyzed post-op. Scans showed the cage backed out. Later a revision surgery was performed. It was reported that the patient had a hematoma. After removing the hematoma, the cage was repositioned properly.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.